Event description:
Distributor reported that a pt was able to separate the teeth of the zipper with their fingers and fell out. Distributor reported the damages are located on both the left and right side panels, the teeth, insert pin, retaining box and pull tabs. The pt did not receive any injuries due to the fall.

Manufacturer narrative:
Results: eval of the returned bed found that on the right side molding zipper, which zips the window into the panel, has one zipper element missing. It was found that this zipper can be separated with this type of damage. There is a 1 inch tear in the left side window netting. (B)(4).